Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent revision surgery due to loosening of the glenoid component. Reverse shoulder arthroplasty converted to humeral hemiarthroplasty. Stem remained the same implanted from their primary surgery. Patient ID: (B)(4).